Manufacturer narrative:
Device received unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery test or verify a33 alarm due to detached end cap and loose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump alarmed for compromised force sensor system and drive support cap was loose, sticking out. Customer¿s blood glucose was 7.0 mmol/l. Customer was advised discontinue use of the pump and refer to back up plan. Insulin pump will not be returned for analysis.